Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly failed to alarm when the patient expired. The investigation included test data from a third party service center and evaluation of the device's downloaded event logs. The device was not returned to the manufacturer for evaluation. A copy of the test report for this device was received by the manufacturer. The ventilator was tested at a third party service center and the device passed all testing. The testing performed by the third party service center included verification of the device's alarm function. The device was then placed back into patient use. The downloaded event logs were received by the manufacturer. The device event logs include every keypress, alarm, or failure of the device to remain within specifications. No errors were observed in the device event logs that would indicate a malfunction or failure to deliver therapy occurred. Based on the third party service center test results and analysis of the device's downloaded event logs, the manufacturer concludes the device operated and alarmed as designed. The ventilator did not cause or contribute to the reported event.

Event description:
The manufacturer received information alleging a ventilator did not alarm while in use. The patient expired. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.